Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass, the surgeon was using a blue sixty reload and fired the stapler. The blade did not return. He rotated the articulation knob which caused the knife blade to retract on firing. On the second firing it happened again. He then used the manual override to pull the blade back in. A similar device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Batch # t5a06z. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and without reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.